Event description:
The account reported that the intraocular lens (iol) was exchanged approximately 6 weeks after implant due to the patient's refractive surprise. No patient injury or adverse effects.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 22.5 d. The iol met all specifications for optical properties. A review of the implant database shows the initial implant was replaced with a lower diopter lens of the same model. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report.